Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was not changing with positions. The patient had adaptive stimulation set up for laying and upright positions on (B)(6) 2017. The patient noted it was initially working well. The patient noted it suddenly stopped working well and the patient stated they were sitting back in their recliner and it felt like they were getting electrocuted. To resolve the issue, the patient tried to change the settings, and the patient noticed a mobile setting they weren't aware of that was higher. The patient thought the stimulation was in the upright position when they were reclining because they didn't recline to a specific position. The patient also noted when they were upright, the stimulation was a little strong and they wanted to turn stimulation down. The patient decreased stimulation and reported that it resolved the issue. No further complications were reported.